Event description:
It was reported the videoscope had a communication error. The issue was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Evaluation of the device found no communication errors were detected, angulation is normal, image is normal. Based on the results of the investigation, a definitive root cause of the reported event could not be identified as reported event was not able to be duplicated. However, based on reasonably known information suggests probable causes of the issue such as damage of parts due to some kind of physical stress, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.